Manufacturer narrative:
The insulin pump was received with intermittent button response, due to moisture damage keypad traces. No button error or battery out limit alarms were noted and no moisture damage was found inside of the insulin pump. The device was received with minor scratches on the display window, a cracked reservoir tube lip, a scratched reservoir tube window, a missing end cap sticker, and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, following exposure to pool water. The customer's blood glucose was 91 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.